Manufacturer narrative:
The hill-rom technician found the left intermediate siderail not latching due to the bracket is bent and needs replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left intermediate siderail bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left intermediate siderail is not latching. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).